Manufacturer narrative:
X-ray analysis: levels unknown. Post op x-ray provided status post. Thoracic corpectomy and long segment posterior spinal fusion. X-rays shows migration of inter body cage with fracture of one of the rods. Likely contributing factors: patient¿s bone quality, another compression fracture is present in the construct and failure of fusion.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent posterior fusion on an unknown date. During revision surgery of anterior fusion, it was found that the rod at posterior was broken. At the beginning of the revision surgery, the surgeon planned replacing the rod but the surgeon decided to follow-up without rod replacement. The product came in contact with the patient. The rod will be replaced on (B)(6) 2016.